Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low results compared with the lab. Results as follows: date: (B)(6) 2011, inratio inr: 2.1 (2am), lab inr: 5.04 (12pm). Pt tested at local facility with her inratio meter. For some reason, she was sent to the main hospital where her inr was rechecked.